Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter (vitrectomy probe) did not actuate before surgery. The surgery type was unknown. The surgery was completed on same day but it was unknown how the surgery was completed. There was no patient contact with the defective product.